Event description:
It was reported that the hosp reported the complaint and sample to the (B)(4) directly. The event occurred in the intervention dept. The dilator detached from the hub during insertion. The device was removed and it is unk if it was replaced. There was no reported delay/interruption in therapy. There were no reported pt complications, injury or death. Medical/surgical intervention was not required. There was no harmful outcome to the pt.

Manufacturer narrative:
(B)(4).